Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/25/2024, it was reported by a facility representative via sems-(B)(4) that an ar-9530xs-03, and an ar-9530xs-06 humeral inserts cracked on the back table when the tech was trying to pinch the tabs together to give to the surgeon for trialing. There was no case involvement.